Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The instrument was generating vacuum errors when the leak was noticed. The volume of the leak was about 1 ml, identified as from the probe assembly, and was not contained within the instrument. The instrument was running quality control samples when the leak was identified. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. The operator was wearing lab coat and gloves when the event occurred. There was no report of biohazardous exposure to mucous membranes or cuts. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(6) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and found that the drain line for the probe wash was clogged. The fse bleached the waste and vacuum lines to flush out the clog and the instrument ran without any leaks or errors. (B)(4).